Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Prior to the hosptalization, the customer had been getting no delivery alarms on the insulin pump, but he did not change the infusion set. Troubleshooting was performed and the insulin pump passed the required tests.